Event description:
Medtronic received information that motor error alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1e. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.